Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device remains in service. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information revealed that this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.